Event description:
According to the initial reporter: during a conversation with [the physician] yesterday, he made me aware of a case he did earlier in 2024 to remove a zilver vena self expanding stent from the tri-cuspid valve in the heart of a patient. This was a preliminary conversation and we will follow up on more details regarding this specific case but I wanted to get this complaint registered in the allotted timeframe. Complaint: migration of zilver vena stent from iliac vein placement into right heart / tricuspid valve. Result: open surgery had to be performed by the physician to remove the zilver vena stent from the patient¿s heart.

Event description:
Additional information was provided confirming the device was not manufactured by cook ireland, therefore the device was not imported by cook medical llc. Furthermore, we are requesting that this report be canceled.